Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer allegation could not be confirmed in this case as the field engineer has not visited the customer site. The customer was provided with service quote for customer visit and the customer had not accepted the quote at this time.

Event description:
The hospital reported the unit would not ventilate in synchronized intermittent mandatory ventilation mode during pre-use checkout. There was no report of patient involvement.